Event description:
Procedure: sigmoid resection. According to the reporter: the head was introduced like usually and the stapler was introduced rectal and then turned together. The surgeon fired the instrument after four and half turns to close the instrument. The instrument with the pressure plate could not be removed from the patient. It was controlled endoscopically during the op and the instrument clamped but did not cut. The complete anastomosis was dissected and a new anastomosis was made. Operating room time was extended by more than 30 minutes. Unanticipated loss to vascular tissue occurred. No additional blood loss, no extension of the incision, and no change of procedure.

Manufacturer narrative:
(B)(4)